Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited impedance less than 100 ohms and high thresholds. A chest x-ray revealed suture sleeve damage. The lead was explanted and replaced.